Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak at the catheter entry site, a seroma, and received less than 50% therapy relief. The seroma was located both at the device pocket and along the catheter track. It was stated that greater than 60ml of fluid was removed from the pocket site. The spinal segment of the catheter was replaced and placed at one level higher than previous placement. The leak was also repaired. The issue was determined by performing a catheter dye study, x-rays, and reviewing the pump logs. It was unknown if catheter segments were left in the patient. Following the revision, the drug dose was reduced from 50mcg/day to 15mcg/day. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver fentanyl. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.